Event description:
It was reported that on 08 october 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr). During preparation, while performing functional testing, air bubbles were observed in the dc shaft. The system was able to be de-aired by advancing and retracting the dc handle while holding the device upright. The clip was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.